Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient had alleged to visualization of particles. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not yet been returned for investigation. No further evaluation is possible at this time. Three attempts to have the device returned for evaluation and investigation were unsuccessful. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting, a follow up/supplemental report will be completed. The manufacturer has updated section h in this report.